Manufacturer narrative:
Service was not dispatched for this event. The field service engineer (fse) did not evaluate the device. The customer declined to have a bci fse evaluate the instrument. The customer indicated that sample handling is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for one patient. The patient samples were retested and the results were within the normal reference range. The initial elevated result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.